Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please clarify how the device misfired? Device wouldn¿t release after firing. Did the device deliver any staples? Yes. If yes, were the staples formed properly? No information. If yes, was the staple line complete? No information. Did the device cut? No information. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing did this event occur (1st, 2nd, 8th, etc.)? First. What color cartridge was being used? White load. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No information. How was the procedure completed? Used a new stapler with a new load. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the jaws of the device open after firing? If no, how was the device removed from the tissue? Can you please clarify the following: did the device cut? No information. Was the cut line complete? No.

Event description:
It was reported that during an unknown procedure, per a hospital report, the device misfired. No further information was available at the time of the call. It was unknown how the case was completed. It was unknown if there were any patient consequences, but none were reported. The device was discarded.